Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a pump reboot event. The returned battery cap was undamaged, secured properly to the pump, and no power loss was observed. The battery cap contact height and width measurements were found to be within specification. During investigation, the battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture corrosion in the battery compartment. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.